Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After obtaining imprecise afp results on one patient sample, the customer ran precision on level 2 quality controls (qc) and results were imprecise. The ccc specialist instructed the customer to perform a precision test on a new afp reagent pack. The customer replaced the afp reagent pack with a pack from a new reagent lot and calibrated. Level 1 and level 3 qc were out of range high. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit. The cse reviewed the most recent calibration data, ran a new calibration and qc. During follow-up with the customer, the customer stated that there have not been any further issues with imprecision and qc had been within range. The cause of the imprecise afp results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise alpha-fetoprotein (afp) results were obtained on one patient sample on an advia centaur xp instrument. The customer did not report any of the results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise afp results.